Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with mild tortuosity, heavy calcification and 90% stenosis. The 2.5 x 15 mm tenku balloon catheter was prepared prior to use without any issue. The device was placed, but the balloon ruptured during first inflation at 10 atmospheres, 15 seconds. A non-abbott balloon was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.